Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was 30 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, tandem technical support requested pump upload; however, the allegation could not be confirmed as the customer did not upload pump data for review and did not respond to multiple contact attempts.